Event description:
It was reported that stent damage occurred. A 3.50 x 16mm synergy xd drug-eluting stent was selected for use. However, during preparation, it was noticed that the stent was bent and came out kinked. The procedure was completed with another of the same device. There were no patient complications reported.